Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Evaluations of the received device logs show an indication of a matching event on the reported event date. A pre-use check was confirmed to be successful prior to this ventilation period. A clear probable root cause has not yet been determined for what is triggering the alarms for low o2 concentration during high flow therapy. As this only affects measured o2 concentration (and not delivered), there is no direct patient risk. H3 other text: 4117.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).